Event description:
It was reported that the patient presented for a scheduled procedure. During mapping the patient expressed discomfort, but all vitals remained stable. While fixating the leadless pacemaker (lp), the impedance rose significantly, and it appeared the helix was sprung. It was unsure if the helix had been caught on the protective sleeve, tissue, or both. The device was removed, and a new lp was attempted. During the time of mapping, the patient became severely hypotensive and large pericardial effusion was discovered. A pericardial synthesis was performed, and the device was successfully implanted. The patient was in stable condition.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, while fixating the leadless pacemaker (lp), the impedance rose significantly, and it appeared the helix was sprung. It was unsure if the helix had been caught on the protective sleeve, tissue, or both. The device was removed, and a new leadless pacemaker (lp) was placed. During the time of mapping, the patient became severely hypotensive. A large pericardial effusion was discovered. The device was partially screwed in, a pericardial synthesis was performed, and the patient was in stable condition.

Manufacturer narrative:
The catheter was returned due to pericardial effusion during implant. As received, a catheter was returned in one piece with a device attached. Visual inspection of the catheter did not find any anomalies. X-ray analysis performed and the torque coil was noted to be offset/damaged in multiple locations distal to the transition zone. The device was able to be removed with no restrictions.